Manufacturer narrative:
PMA/510(k) #: k182980. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the zib6-40-8-8.0 device of lot number c1569403 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a. Document review: prior to distribution all zilver zib6 devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records (c1569403) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1569403. There is no evidence to suggest that the customer did not follow the instructions for use. It may be noted that project ime-0035-bms has been initiated to prevent the reoccurrence of handle/flexor separation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to difficult patient anatomy which was tortuous. Difficult patient anatomy could have caused or contributed to the high resistance encountered during stent deployment. The high deployment forces may have caused or contributed to separation of the flexor from the handle. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the deployment of the stent, when the metal cannula is retracted towards the connector, resistance to deployment is encountered. Doctor (B)(6) applies a slight force and the green sheath or shirt that covers the implant catheter is detached.